Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported slda. The recurrent mr appears to be related to the slda, and dyspnea is a cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and a second clip intervention was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw was implanted a3/p3 (anterior 3 and posterior 3 leaflet segments). The final mr grade was 1. On an unknown date the patient presented with shortness of breath. A single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 4. On (B)(6) 2025, a second clip intervention was performed. One mitraclip xt was implanted medial to the first clip in the lateral a2/p2 (anterior 2 and posterior 2 leaflet segments). The final mr grade was 1. The exact date of occurrence was unknown and estimated as (B)(6) 2025 for the regulatory report.